Event description:
As reported via legal documentation a 64 y/o female patient had a left knee replacement on (B)(6) 2017. Approximately 4 years and 10 months after the initial procedure the patient had a left knee revision due to pain and swelling on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: patient had continued pain and swelling in the left knee that did not respond to conservative measures. Radiographs and bone scan demonstrated failure of the femoral component of the left knee replacement. There was some evidence of polyethylene wear. The femoral component was essentially floating in the knee. Patient was taken to the recovery room in stable condition with no complications from the procedure.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
1038671-2024-04817 this follow-up report is being submitted to relay additional and/or corrected information. . Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04817 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.